Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year 5 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2016, the lvad system produced red heart alarms when connected to the power module, and that the patient felt vibrations in the chest. On (B)(6) 2016, the patient was transferred to the implanting center. Review of the submitted log file by the manufacturer¿s technical services representatives showed multiple pump stoppage events and reduction in pump speed while supported on the power module. Review of the x-rays were unremarkable. On (B)(6) 2016, technical services representatives evaluated the patient¿s driveline, and it was determined that the suspected damage was internal and not external. A driveline replacement was not performed, and the patient was discharged to home with ungrounded power module patient cables. The patient was asymptomatic. No additional information was provided.

Manufacturer narrative:
The patient remains ongoing on vad support using the ungrounded patient cable. No equipment was returned for evaluation. The report of red heart alarms and pump stoppages was confirmed based on the evaluation of the submitted system controller log files; however, a specific cause for the events could not be conclusively determined. The log files captured multiple low speed events and pump stoppages while the system was operating on the power module. Based on our complaint history and similarly reported events, the red heart alarms and pump stoppages captured in the log files could have been potentially consistent with a compromised wire in the patient¿s driveline; however, a root cause for the events could not be determined without an evaluation of the device. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.